Event description:
Additional information: the pullwire broke as they were closing the forceps to retrieve the last biopsy for the procedure. No parts detached or fell inside the patient. The procedure was considered to be completed at this time.

Manufacturer narrative:
Additional information: (upn, lot number and device expiration), batch manufacturing date.

Event description:
It was reported to boston scientific corporation that a radial jaw 4 pulmonary biopsy forceps was used during a bronchoscopy procedure. According to the complainant, during the procedure, as a biopsy was about to be retrieved, it was noted that a wire was sticking out. Reportedly, the device was inspected and tested prior to use and no anomalies were noted. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4):the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired.(B)(4):the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.